Event description:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the paint was peeling from spring arm and suspension arm and the rust occurred on spring arms. The designated complaint unit employee confirmed based on photographic evidence the ambient light was cracked with missing particles, the paint was chipping from fork, the keypad's membrane was damaged and the labels were missing and chipping. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The initial reporter was clinical engineering technician. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem, d4 version of model#, d4 catalog # and d4 serial # deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 11th april, 2024 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the paint was peeling from spring arm and suspension arm and the rust occurred on spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the paint was peeling from spring arm and suspension arm and the rust occurred on spring arms. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork, the keypad's membrane was damaged and the labels were missing and chipping. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Previous d4 version of model # and d4 catalog #: ard568431210c corrected d4 version of model# and d4 catalog #: ard568370905/ard567201352 previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the paint was peeling from spring arm and suspension arm and the rust occurred on spring arms. The designated complaint unit employee confirmed based on photographic evidence the ambient light was cracked with missing particles, the paint was chipping from fork, the keypad's membrane was damaged and the labels were missing and chipping. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on an information gathered, device has been repaired by replacement of the parts. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during an inspection. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: - iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. - iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. - paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. A technical evaluation of rust was performed by subject matter experts who stated that: the photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. The keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. Root cause analysis of cracked ambient light was performed by subject matter expert at manufacturer¿s. As stated maquet sas has mentioned several recommendations & warnings regarding cleaning in the user manual. To prevent similar incident maquet sas recommend to respect the cleaning protocol avoiding: -direct spraying of chemicals products on the endo light module -prolonged exposure to detergents and disinfectants solutions -high concetrations -exposure to heat during the cleaning procedure -prohibited products maquet sas recommends to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Maquet sas undertook the CAPA 2011-01 & the design change request e0912217 to improve the compatibility with aggressive cleaning agents, this kit is available under reference ard 368335998 / pwd/hld700 silicone ambient light kit. The nit 220 and the fsn msa/2014/002/iu, informing about a potential defect of ambient light module fastening, have been sent on march 2014. It is requested to inspect the surgical lights potentially affected. If the ambient light module fastening is detected as defective it should be replaced using new silicon module ard 368335998. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Event site telephone: (B)(6) additional information will be provided following the conclusion of the investigation.

Event description:
On 11th april, 2024 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the paint was peeling from spring arm and suspension arm and the rust occurred on spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.